Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) one certain® 3.4mm(d) driver tip - long (impdtl) was returned for investigation. Visual evaluation of the as returned devices identified signs of use. Functional testing was performed using the returned driver and implant, and the devices could not be disengaged. Malfunction was confirmed. Pre-existing patient conditions, implantation period, tooth location and x-ray images are irrelevant to this investigation. Device history record (DHR) review could not be performed for the impdtl driver tip as the lot number was unknown. Complaint history for the impdtl driver tip could not be performed as the lot number was unknown. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or products. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot & UDI number unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that during the surgical implant placement procedure, when placing the implant in the driver to later place the implant in the mouth, it fit in such a way that the doctor could not separate them further. The doctor reports that he does not know if the driver is worn or the implant is defective. The doctor confirmed that the surgical procedure was completed with other instruments and that the patient did not suffer any kind of impact with his health. The affected dental position is unknown.